Event description:
The report received from the registry indicated that the patient was included in the study and was found to have two-vessel disease. Two lesions were treated during the index procedure, and a planned staged procedure was planned due to time or logistics. A one-month follow-up phone contact with the patient indicated she was asymptomatic. Three months after the index procedure, the patient developed angina. Coronary angiography was done and revealed target vessel failure. A proximal restenosis of the previously implanted cypher select 3.0 x 18mm stent was observed. The stent was implanted in the proximal left anterior descending (lad) coronary artery target lesion. The restenotic lesion was reported to be 80% in diameter, a proximal peri-stent restenosis, and a proliferative lesion (in stent restenosis/isr and beyond). The flow was timi 3. The restenosis was treated by placement of an additional cypher select 2.5 x 23mm stent. There was no problem reported with the second cypher select stent implanted during the index procedure.

Manufacturer narrative:
The indication for the index procedure was resting ECG changes. The patient was asymptomatic with no angina pectoris and no demonstrated ischemia. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: de novo, type b1, 80% occluded, 3mm in diameter, 15mm in length, ostial, smooth, eccentric and with little or no calcification or thrombus present. The lesion was not pre-dilated. A cypher select 3.0 x 18mm stent was implanted at 14atm. The residual stenosis was 0%. Lesion #1-2: the target lesion was located in the body of a saphenous vein graft (svg) to the right posterior descending artery (rpda). The lesion was reported to be: type b2, 90% occluded, 2.5mm in diameter, 20mm in length, irregular, angulated, eccentric, moderately tortuous and with little or no calcification or thrombus present. The lesion was not pre-dilated. A cypher select 2.5 x 23mm stent was implanted at 20atm. The stent was post-dilated with a 2.5 x 20mm balloon at 20atm. The residual stenosis was 0%. The patient was discharged on medications that included aspirin and plavix. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.